Event description:
The "ve" lvad was implanted in 1999. On 12/27/1999, the pt heard a loud gurgling noise coming from the pump, followed by alarms, but the pump returned to normal operation. The pt went to the hosp, had a red heart alarm and was supported pneumatically using a drive console. Two hours later, the pt became symptomatic (right chest pain, low cardiac output). The pt was additionally supported with a balloon pump and the lvad was shut off. In 1999, the physician replaced the balloon pump and the original lvad with a new "ip" lvad.